Event description:
Two cna's hooked up the hoyer lift pad on to the chains, then they proceeded to lift the resident up in the hoyer lift. They moved the hoyer lift away form the bed due to height of maxi flo mattress to receive accurate weight. Both cna's heard a pop and resident was on the floor. Facility did an inspection of all mechanical parts and slings, found if you place the j hook in a bend that this could make the load of the arm turn loose if defect in the j hook.